Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high out of range pacing impedance measurements. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated this lead was returned in two segments. It appeared that a portion of the lead may have been missing. The stylet was returned stuck in the tip segment of the lead. The stylet was very bent, and could not be removed without damaging the lead further. Tissue was noted on the proximal end of the distal spring electrode. The proximal end of the distal spring electrode was separated from the lead body insulation. An abrasion was noted in the expanded polytetrafluoroethylene (eptfe). There was calcified body fluid on the distal tip. The calcification created a non-conductive barrier between the lead helix and the patient's heart tissue, thereby gradually increasing the impedance seen by the device over time. Prior testing on a passive tip lead has shown that as the calcified material is removed, the impedance drops.